Event description:
(B)(4). For 4 years now, I have been dealing with severe allergies. Alcohol intolerance, allergies (environmental and food sensitivities), can not breathe around cigarette smoke, candles,perfume, cleaning products, I get sinus infections, pelvic pain, lower back pain, period two times a month, painful during intercourse, spotting after intercourse, memory fog, headaches, weight gain.